Manufacturer narrative:
Evaluation method: the electrode belt sn (B)(4) was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction in the as received condition. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash under the front therapy electrode pad. The rash was itchy. The patient's physician advised the patient to keep the affected area dry and to change the garment regularly. Follow-up indicated that the rash was improving.